Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 6f non-bsc introducer sheath was introduced. After a 6f non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. A 2.75x20mm emerge balloon catheter was advanced for predilation; however, the balloon failed to cross the lesion. The balloon was exchanged to a 1.5x15mm emerge balloon catheter and predilation was performed. Additional dilation was performed with a 2.75x20mm emerge balloon catheter. Subsequently, a 24 x 2.75 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion. Another dilatation was attempted to be performed with the same 2.75x20mm emerge balloon but the balloon failed to cross the lesion. The 2.75x20mm emerge balloon catheter was exchanged to a 2.75x15mm non-bsc balloon catheter and the same 24 x 2.75 promus premier stent was advanced but the stent still failed to cross the lesion. Additional dilatation was performed with another balloon catheter, parallel wire technique was performed and the physician then attempted to remove the stent but resistance was encountered at the tip of the non-bsc guiding catheter. The stent was then checked outside the patient and was noted to be deformed. The procedure was completed with another of the same device. No patient complications were recorded and the patient's status was good.